Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient came in with the crown and abutment with a broken screw in her hand. Part of the screw is still 2mm up inside the implant. They will be ordering the isrt10n screw removal kit to extract the remaining broken screw. Tooth location unknown.

Manufacturer narrative:
One unk 3i screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location, and time implanted were unknown due to limited information provided by customer. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed for unk 3i screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.